Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a bent spine due to their device.

Manufacturer narrative:
Additional review indicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Additional reports of the patient's bent spine due to the pump will be reported in manufacturer's report 3004209178-2018-28298. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient clarified the bent spine was related to the pump for severe spasticity.